Event description:
A medtronic representative reported that, during a spinal fusion procedure, the surgeon alleged the navigation system was inaccurate when navigating an imaging system spin. The surgeon suspected the reference frame, percutaneous pin, may have moved and a second spin was taken with the imaging system - thisspin was inaccurate, as well. Accuracy was then tested on s1 and l5. The surgeon opted to discontinue use of the imaging system and used a c-arm to complete the procedure, with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted to the login screen as expected. The software application was launched, exam was loaded, and the software navigated without issue. The computer hardware passed ram, cpu and hard drive testing. The application was left on the navigation screen for 3 days and it did not exit. A lot history review was performed for this computer and no anomalies were found. The computer was fully functional and the reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(4). (B)(6) 2014, a medtronic representative, following up with the site, reported that during testing of the navigation system, the computer within the navigation system unexpectedly exited 3 times. RMA issued. Replacement device shipped to site 07/11/2014. The medtronic representative replaced the computer. On 07/14/2014 a navigation system check-out was performed, all areas passed. No further issues have been reported. No parts have been received by the manufacturer for analysis.